Event description:
It was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device was implanted. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient had a follow up examination and a transesophageal echocardiogram (tee) was performed. The results showed a peri device leak less than a 2mm. A suspected thrombus was noted on the device between the surface and coumadin ridge. The patient was prescribed 2x 5mg apixaban monotherapy and will come back in early (B)(6) for another tee. It was further reported that a complete seal was noted at implant with no leak. The patient did not have any symptoms from the thrombus. The tee will be scheduled for three months out with phone follow up in between.

Event description:
It was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx closure device was implanted. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient had a follow up examination and a transesophageal echocardiogram (tee) was performed. The results showed a peri device leak less than a 2mm. A suspected thrombus was noted on the device between the surface and coumadin ridge. The patient was prescribed 2x 5mg apixaban monotherapy and will come back in early (B)(6) for another tee.